Event description:
Delay of vasopressor therapy during alarm condition reported. A pt had an off-pump coronary artery bypass graft procedure performed. After the procedure was finished, the pt was transferred to recovery room. The pt was bleeding out of the chest tube and double strength dopamine, 400mg in 250cc, (rate to be titrated) to maintain blood pressure and renal perfusion was ordered. The pt's blood pressure had dropped to a systolic of 50-60's. The drip was placed on an unspecified IV pump and "proximal line occlusion" alarms were received. Pump and tubings were changed 4 more times during a 15 minute period with the same alarms rec'd (tubings of different lots were used) before the problem was resolved and the infusion started. The pt went to or and then ICU, no pt harm was reported. The customer reported that the alarm problem caused a delay in therapy, but did not change the pt outcome (the pt still would have had to go to or and ICU). No additional info was available.